Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure. A versacross connect for faradrive was selected for use. The physician obtained access and inserted intracardiac echocardiography (ice) and coronary sinus (cs) catheter into the heart. There was a trace effusion noted at baseline. The patient came in, in some sort of flutter. The physician then set up to go across for transseptal using versacross connect and faradrive sheath. The initial transseptal puncture (tsp) site was too low so the physician moved it up a bit on the septum and went across with the wire across into the left atrium (la). As the physician was pushing the connect system and faradrive sheath across into the la, an unknown structure was noted on ice. The physician then went to check for an effusion and noticed the trace effusion got larger. The physician requested to administer protamine, prepped a pericardiocentesis kit, and proceeded to tap the patient. At this point the patients heart rate had increased to right below 200 and blood pressure got lower. The physician successfully removed almost 900cc of blood and placed a drain for the patient. Per physician, the patient was stable and would not require need surgery. In the physician opinion, the tsp may have been too low however did not express anything pertaining to it being a product issue. The ablation portion of the procedure was aborted. The patient is expected to fully recover. The disposition of the faradrive sheath is unknown.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure. A versacross connect for faradrive was selected for use. The physician obtained access and inserted intracardiac echocardiography (ice) and coronary sinus (cs) catheter into the heart. There was a trace effusion noted at baseline. The patient came in, in some sort of flutter. The physician then set up to go across for transseptal using versacross connect and faradrive sheath. The initial transseptal puncture (tsp) site was too low so the physician moved it up a bit on the septum and went across with the wire across into the left atrium (la). As the physician was pushing the connect system and faradrive sheath across into the la, an unknown structure was noted on ice. The physician then went to check for an effusion and noticed the trace effusion got larger. The physician requested to administer protamine, prepped a pericardiocentesis kit, and proceeded to tap the patient. At this point the patients heart rate had increased to right below 200 and blood pressure got lower. The physician successfully removed almost 900cc of blood and placed a drain for the patient. Per physician, the patient was stable and would not require need surgery. In the physician opinion, the tsp may have been too low however did not express anything pertaining to it being a product issue. The ablation portion of the procedure was aborted. The patient is expected to fully recover. It was further reported that the faradrive steerable sheath was discarded and is not expected to return for analysis.